Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation summary: the complaint device was received and evaluated. Visual observation revealed that the needle is jammed inside the shaft of the gun. It was observed that the needle is stuck between the suture channel of the lower jaw. About 4 cm of the distal portion of the needle was protruded through the jaws indicating that the needle was attempted to be pulled out from the distal end of the gun. The flag on the needle that helps the needle load and unload onto the gun was found to be missing. The failure of jammed needle has historically been attributed to fair wear and tear due to repeated usage and sterilization cycles of the expressew gun. It was noted that the expressew gun associated with this event is more than 5 years old, indicating that it has probably seen repeated heavy use. Hence, the failure can be attributed to fair wear and tear. Furthermore, no lot number was supplied for the needle which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2018-50266.

Event description:
It was reported that the needle got stuck when deploying. Could not remove the needle from the gun, resorted to using another company's suture passer. 4 minute delay to procedure. No ae to patient. Procedure: rcr.